Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that it was painful to insert the sensor and she will only be wearing it for 6 days before her doctor's appointment. No further information reported.